Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: revision.

Event description:
Physician reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 (affected side correction).

Event description:
Physician reported left side rupture. Device was explanted and replaced.

Event description:
Physician reported rupture against right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, one opening on the posterior side assessed as fold flaw opening. Additional observation. ¿ no penetrating nick (stress mark). No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.